Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.

Event description:
It was reported that pump housing was cracked and could no longer be used for insulin therapy. The customer¿s blood glucose (BG) level was displayed as ¿High¿; however, a specific value was not provided. A correction injection was administered to address the BG. The customer reverted to an alternate method of insulin therapy.